Event description:
It was reported that this left ventricular (lv) lead was exhibiting intermittent loss of capture. Technical services (ts) recommended the patient follow up in clinic. No adverse patient effects were reported. This lv lead remains in service. Additional information was received that the patient scheduled a follow-up appointment with the clinic for lv threshold testing and output adjustments as needed. No adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting intermittent loss of capture. Technical services (ts) recommended the patient follow up in clinic. No adverse patient effects were reported. This lv lead remains in service.